Manufacturer narrative:
The customer was able to provide log files for further evaluation. Review of the logs found that coldfire board (cfb) error entries were present. Technical support determined that the active cfb errors suggest a hardware fault with the main board. It was recommended that the device be placed out of service, the main board replaced, the software updated to the current release, and the annual maintenance completed. The customer was informed of the findings and recommendations, though no response has been received to date. Based on the available evidence, the reported issue was observed in the device data, but the root cause could not be fully verified.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the device detected 'user interface issues', complaint indicated that there was no patient involvement in the reported issue.